Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittently the pump battery was not detecting a charge and multiple power source alerts occurred. There was no reported impact to customer's blood glucose. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery not charging issue was verified; alleged battery incorrectly display could not be verified.